Event description:
It was reported that the 6800 system is slow to boot up. It was noted that sometimes it needs to be rebooted several times to fully boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following component has been ordered. Single board computer kit. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.